Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The patient was doing well and the explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021.